Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j04064, h13l02031, and h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, vomiting, high blood pressure and fever. The same day the patient was treated with intravenous (IV) vancomycin (dose and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged three days after admission. Three days after hospital discharge the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) at a clinic appointment. The patient was not retrained on pd therapy. At the time of this report the peritonitis event was ongoing and improved. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4).